Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Upon preliminary evaluation, the delivery system was noted to have a leak coming from the balloon shaft and the engineers were unable to de-air or inflate the balloon. Engineering evaluation is still ongoing.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual, dimensional and functional analyses were conducted on the returned device. Upon visual inspection for physical defects or extraneous matter, no visual abnormalities were observed. Functional testing was performed on the returned device to de-air the system and size the balloon. A gross leak was noted under the strain relief. The leak would not allow the device to be de-aired and it was not possible to size the balloon per procedure. The strain relief was then removed to further investigate the leak. A tear of the outer shaft was observed at the location under the strain relief. Dimensional inspection measured the inner diameter (ID) and outer diameter (od) measurements of the outer shaft just distal of the break and these were found to be within specifications. Attempts to recreate the issue showed that only when there was either a tear or puncture in the tubing, a torsional or torquing action on the catheter can cause the tear to propagate and form a similar tearing pattern found in the returned complaint device. A device history record (DHR) review revealed that none of the affected work orders, specifically rf3 packaging assembly, rf3 assembly and balloon catheter outer shaft work orders, had any issues that would have contributed to the reported complaint. In this case, the complaint was confirmed relating the inability to de-air. At this time, it is difficult to conclusively state for this complaint that there was slight damage/tear to the tubing prior to use and that this was the failure mode that resulted in the full tear observed. A definitive root cause could not be determined at this time, and more investigation is currently being pursued (under CAPA).

Event description:
As reported by the edwards field clinical specialist, during prep they were unable to de-air the rf3 delivery system. There was a continuous flow of air when the vacuum was applied with the syringe. They attempted to change to a different stopcock and syringe, but it still would not work. They opened a new delivery system using the same atrion with the stopcock and syringe that worked fine.